Manufacturer narrative:
The device was received partially deployed. No alarms, timeouts, nor drive stalls were observed in the data. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the inability of the formed needle to retract. Excess material was observed on the slide retract. The incorrect installation of the hard cannula caused this damage to the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 350 mg/dl. It was reported that the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for about 24 hours at the infusion site (abdomen). Pain at the infusion site was also reported. As treatment, the pod was removed.